Event description:
It was reported the pt experienced flu like symptoms of nausea, vomiting, and increased pain. A motor stall and volume discrepancy were noted. Actual residual volume was 11 ml and the expected residual volume was 3 ml resulting in a discrepancy of 53% - underinfusion. A roller study confirmed the motor stall. A dye study was performed and no issues were reported. The pump was replaced. The drug in the pump was morphine. The hcp indicated the pt experienced no injury.